Manufacturer narrative:
Date sent to the FDA: 02/27/2008. Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the plug which connects to the motor drive units is broken and the power supply is defective.